Event description:
It was reported that a patient's right ventricular lead exhibited a breach in its insulation after they had opened up the patient to implant a new system. The physician elected to use a new right ventricular lead, and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual inspection of the lead found multiple cut/damages on the insulation at the proximal region. The cause of the reported event of insulation damage was consistent with procedure damage.